Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additionally, the instrument was found to have a broken main tube at the distal end. No pieces were missing. This is unrelated to the damaged conductor wire.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged conductor wire fenestrated bipolar forceps (fbf) instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image revealed the dislodgement of proximal clevis from its normal position on the main tub. The main tube was broken. There was a broken conductor wire at the silicone potting of the bipolar yaw pulley.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the distal tip and the conductor wire insulation of the fenestrated bipolar forceps (fbf) were damaged. It was unknown if any fragment fell into the patient. The fbf instrument could not be removed from the cannula. The procedure was completing as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the instrument collided with the other instruments or hard material during the procedure. It was unknown if the instrument was inspected prior to use or any fragment falling into the patient¿s anatomy. No post-operative tests were performed. There was no patient injury. The patient did not return to the hospital for any complications. The surgeon removed the fbf instrument with the cannula together without performing port incision enlargement.